Event description:
Upon review by abiomed's medical safety officer, the patient expired on support over a week later. There is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. The logs were reviewed and the battery failure issue was confirmed. There was an instance of battery failure alarm (transport connection blown/missing) and battery comm. Failure alarms (smbus comm loss or sda short) found from the reported occurrence date. Results of running batttest on telnet revealed that ¿fu¿ was missing on both batteries. The console was tested in collaboration with field service. Battery failure alarm issue was able to be reproduced. The issue was determined to be caused by depleted batteries. The console was last disconnected from the alternating current (ac) power about 11 months ago and was never plugged back to the ac power since. These depleted batteries could not be charged back up because they were locked out due to low cell voltage ( less than 2.3v). The root cause of this issue was not routinely charging the aic. D.4 revised serial number and unique identifier (UDI) # as previously entered incorrectly. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 codes 2199 and 2900 were reported incorrectly on the previously submitted report. New codes were add to health effect - impact code and medical device problem code.

Event description:
The complainant reported that during implant procedure for impella 5.5, prior to any patient contact, the automated impella controller (aic) (ic4734) displayed 'battery error'. The aic was therefore replaced. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
H6 revised type of investigation codes as they were inadvertently omitted from the previously submitted report.